Manufacturer narrative:
A haemonetics field service engineer evaluated the pcs®2 plasma collection system. Haemonetics field service engineer found no issues and unit met manufacturers specifications. There was no evidence of a device malfunction found. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On january 8, 2021, haemonetics was notified of a donor fatality which had occurred within 48 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. During plasma collection procedure possible rbc spillover alarm displayed 3 times, machine was checked by operator and it was verified that no rbc spillover had occurred. Donation was ended early and all rbcs were returned to donor. Donor was noted as being stable when leaving center. The donor had previously donated 84 times at the center, all previous donations were well tolerated with no documented adverse events. The medical examiner's office performed an external examination only, a complete/full autopsy was not performed. Representative was unable to share any information about cause or manner of death at the time.